Event description:
It was reported that the bed had a weld break at the fowler actuator box weldment. As a result the fowler could be raised and lowered electronically, however, manual CPR is not functional. No adverse consequence reported.

Manufacturer narrative:
Actuator box and cover.